Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 70% stenosed lesion was located in a calcified right coronary artery. The taxus liberte' 3.0x38mm drug eluting stent was advanced toward the lesion, however the physician encountered considerable resistance and removed the entire system. When inspecting the device, stent strut damage was observed. The procedure was completed with a 3.0x32mm taxus liberte' stent. No patient complications were reported. Patient status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on the third row from the proximal stent edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.